Manufacturer narrative:
Device evaluated by manufacturer: the 8.0x40x75cm express ld vascular and inner packaging were returned for analysis. The inner packaging was identified to have its top seal opened. A visual examination identified no damage to the inner packaging other than being opened. A visual inspection confirmed a seal impression on both sides of the tyvek pouch indicating that a seal was made. A visual and microscopic examination identified that the plastic protective tubing and tray were undamaged. The express ld vascular device was undamaged. A visual examination found the stent of the device in the correct position on the device and the balloon had not been subjected to positive pressure. No issues or damage was noted with the balloon, stent shaft or tip of the returned device. No other issues were identified during analysis.

Event description:
It was reported the package was improperly sealed. An 8.0x40x75cm express ld vascular was selected for a peripheral artery procedure. During unpacking outside the patient, the plastic packaging of the stent opened with an irregular noise and too easily. The package was thought to be improperly sealed with potential loss of product sterility. A new express ld vascular was used to successfully complete the procedure. There were no patient complications and the patient was doing fine.

Event description:
It was reported the package was improperly sealed. An 8.0x40x75cm express ld vascular was selected for a peripheral artery procedure. During unpacking outside the patient, the plastic packaging of the stent opened with an irregular noise and too easily. The package was thought to be improperly sealed with potential loss of product sterility. A new express ld vascular was used to successfully complete the procedure. There were no patient complications and the patient was doing fine.